Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery dropped quickly and the customer was having difficulty charging the pump. The customer's blood glucose (bg) level was impacted 257 (mg/dl). A correction bolus was delivered to address bg level. During troubleshooting with tandem technical support, the pump was charging as expected.